Event description:
It was reported that the patient presented in the emergency room after a syncopal episode. Upon interrogation, it was noted that the right ventricular lead would not capture and exhibited poor sensing. The patient was transferred to a different facility for lead revision. On (B)(6) 2017 the lead was explanted and replaced. No visual defects were noted on the lead by the physician. The patient was fine and stable during and post procedure.